Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During follow-up, episodes of non-sustained right ventricle oversensing was noted. The device was reprogrammed and the issue resolved. The patient is stable.